Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of hospitalized high and low blood glucose readings. The customer's blood glucose level was 538 mg/dl at the time of the incident. The customer treated with the pump. The customer declined to check for leaks or air bubbles. The customer performed high pressure test and the pump did not beep infusion blocked. The product was returned for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, unexpected error test, basic occlusion and displacement test. Unable to prime device during prime test due to faulty force sensor. Unable perform occlusion test, excessive no delivery test or delivery accuracy test due to prime anomaly. The insulin pump was received with cracked case at the display window corners, display window, belt clip slot and battery tube threads. The insulin pump was received with stained end cap sticker. The device was received with minor scratched display window and case.